Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an inaccurate fill estimate. The customer's blood glucose level was not impacted. The customer was to continue to use the pump. Tandem technical support attempted to follow-up with the customer to confirm if the fill estimate reading readjusted. The customer did not reply to the follow-up.